Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported potential polymer leak was determined to be device related. An unknown device malfunction occurred that could not be definitively determined. The most likely cause of the loss of seal was found to be related to the decreased polymer volume within the graft and was resolved with the use of a palmaz stent. Procedure, user, anatomy, off label, and cautionary product use conditions could not be determined. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4).

Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1 month post-operative CT showed the presence of a potential endoleak; however, it could not be determined if the endoleak is a type ia and/or type ii endoleak. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.